Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for initial implant of an implantable cardiac monitor (icm). During the implant procedure, it was noted that the device was erroneously storing false pause events. No device intervention was performed. The patient was stable.